Event description:
Additional information indicates that the numbness and partial paralysis has partially resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced right sided pain, numbness, and partial paralysis in legs post permanent implant procedure on (B)(6) 2025. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the entire system was explanted to address the issue. The patient continues to work on physical therapy to address numbness in feet and back.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.